Event description:
It was reported to the MFR, by facility, per facility, a resident fell when the pendant holder snapped. Per facility, the pt grabbed the pendant holder and when weight was applied, it snapped in half. No injury was reported. F/u investigation confirmed on injuries. The don described the latch that secures that hand rail into the locked position snapped when pressure was applied. The device has not been returned for eval. (B)(4) has been entered into the system.